Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05th mar 2026, it was reported by a distributor via email that ar-6410 main pump tubing batch 79123031 does not facilitate the pumping of water and output was little. This was detected on (B)(6) 2026 during procedure. The procedure was completed successfully and no harm to patient.